Event description:
A call to technical services on (B)(6) 2013 states suturing down at end of case and patient went asystolic. Explained to rep that a surface doesn't help much as it doesn't tell us what the device was seeing. Could be emi, or poor connection, or something like air bubbles, is it unipolar and it is sensing myopotential. He can send strip in, but not likely to help. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).